Manufacturer narrative:
(B)(4). 4581- unconsciousness.

Event description:
Cgm accuracy. The complaint states that inaccurate readings were reported. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.